Event description:
Reporter noted since receiving machine in 2004, had two endophthalmitis cases ten days post-op. First event was 2 months later. Doctor had used same room and same system on both patients. Patient 2 of 2: cultured staph epi; current status unknown.